Event description:
It was reported "during an arterial line insertion attempt, the advanced practice provider (app) encountered an equipment malfunction. The needle was correctly placed, and the wire was inserted. However, when the app attempted to retract the needle, the wire became stuck. Both the needle and wire had to be removed together. A second arterial line kit was opened. The app tested the wire and needle prior to insertion, and the same issue occurred the wire became stuck during needle retraction. A third kit was then opened, tested, and functioned properly. The arterial line was successfully inserted on the third attempt." There was no medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one open arterial kit with the guidewire inside the introducer needle for evaluation. Signs of use in the form of biological material were observed on both the guidewire and the introducer needle. Separation of the returned guidewire and needle required undue force due to excess biological material and dried medication between the components. Visual examination revealed one kink in the j-bend and two offset coils towards the distal end of the guidewire. Microscopic examination of the guidewire confirmed both welds were spherical and intact. No obvious defects or anomalies were observed in the returned 20 ga introducer needle. The kink on the guidewire measured 14 mm from the distal end. The offset coils measured 5mm and 8mm from the distal end. The overall length of the guidewire measured 354 mm which is within the specification limits of 350.0 mm - 355.6 mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.610 mm which is within the specification limits of 0.610 mm - 0.635 mm per the guidewire product drawing. The inner diameter of the 20 ga introducer needle cannula measured 0.027", which is within the specification limits of 0.0270"-0.0285" per the cannula product drawing. The guidewire was functionally tested per the instructions for use (IFU) provided with this kit, which states "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". The guidewire was advanced through the returned 20 ga introducer needle upon return. Major resistance was encountered in the middle of the guidewire body when attempting to remove the guidewire from the needle. Undue force was used to remove the guidewire from the needle and undue force was observed on the guidewire. The biological material and medication was cleaned off the guidewire. After clearing the buildup, the functional test was repeated. The guidewire passed through the cannula with little to no resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "precaution: maintain firm grip on guidewire at all times," and "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of guidewire/needle resistance was confirmed through examination of the returned sample. One kink and offset coils were observed on the guidewire. The guidewire and introducer needle met all relevant dimensional requirements. Excess biological material and medication were observed between the guidewire and introducer needle. After clearing the sample of the biological material and medication, the guidewire and needle met all functional testing requirements. A device history record review was performed, and no relevant findings were identified. Based on the investigation results, unintentional use error (buildup of biological material and medication) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during an arterial line insertion attempt, the advanced practice provider (app) encountered an equipment malfunction. The needle was correctly placed, and the wire was inserted. However, when the app attempted to retract the needle, the wire became stuck. Both the needle and wire had to be removed together. A second arterial line kit was opened. The app tested the wire and needle prior to insertion, and the same issue occurred the wire became stuck during needle retraction. A third kit was then opened, tested, and functioned properly. The arterial line was successfully inserted on the third attempt." There was no medical intervention required. The patient's current condition is unknown at this time. Associated MDR numbers include: 9680794-2025-00830 and 9680794-2025-00834.